Event description:
It was reported that during a case the metal tip fell off into the joint of the pt. It was further reported that it extended the case an additional 30 minutes to retrieve the tip from the pt¿s joint.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.